Manufacturer narrative:
On 25 apr-2017, technical support discussed not pipetting sds from the 100ml bottle with the customer. The customer ran quality controls (qc) all and were within range. The aia was functioning as intended. The probable cause of the event was a possible tpo sds contamination. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(4) 2017, the customer reported that they obtained discrepant patient results on the aia-2000st. Technical support discussed the reported event with the customer. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.